Event description:
It was reported by the patient¿s mother that the patient received experienced severe hypoglycemia on an unspecified date. The patient's blood glucose levels declined from 100 to 60 mg/dl while wearing the pod for an unspecified duration. The patients mother pulled over on the side of the road and called for emergency medical services for assistance. The patient was assessed and self-treated with crackers to help elevate blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.